Manufacturer narrative:
Correction: health effect, impact code f29: death not related to reported adverse event was entered and submitted in error. This device related event did not result in user death. The updated health effect, impact code(s) are included in this follow-up submission.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hyperglycemia with a peak blood glucose of 184 mg/dl for approximately 30 minutes, without device alerts, and after consuming approximately 30 grams of carbohydrates before sleep; review of the ilet report showed no interruptions in insulin delivery and the user was advised that tubing compression during sleep could contribute. Symptoms included elevated blood glucose without associated clinical effects. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no functional impairment. Investigation included review of device data and user interview. Investigation of this case revealed no device malfunction or delivery interruption and suggested user-related factors such as carbohydrate intake and possible tubing compression as contributory. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.